Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Device thrombosis is a known potential adverse event associated with the implantation of vads as outlined in the labeling. The instructions for use (IFU) addresses guidelines setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Additionally, the patient manual outlines a reference guide for both visual and tone alarms including potential causes and actions to take are also outlined. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff about a dt2 study patient: the patient was at home and sleeping when he experienced a power outage at home. Patient stated that following the power outage, his controller began alarming, it was high priority alarm. Lcd screen displayed "vad stopped- change controller". The patient was connected to a/c power and battery at this time. The patient initially disconnected a/c power and added a 2nd battery, which did not resolve alarm. The patient then changed to back up controller with continuation of "vad stopped-change controller" alarm. Pt called the vad hotline and was instructed to call 911. Emergency medical services arrived and via phone they were instructed to check all connections which were secure. The alarms resolved for a small period of time but were alarming again by the time he got to the hospital. The physician performed another controller exchange (back to initial controller), but alarms continued. The physician noted that the pump would try to restart but was unable to maintain rpm's, watts were as high as 25 per site. Upon auscultation the pump was grinding and stopping. The patient was admitted and placed on dobutamine, heparin and milrinone. The driveline assessed and no obvious evidence of damage. Percutaneous lead xray performed with no clear evidence of damage. Pump exchange scheduled to be performed on (B)(6) 2015. Patient was stable throughout pump stoppage. Additional information reported that prior to pump exchange transthoracic echocardiogram and chest cta showed layered thrombus in the left ventricle adherent to the inferior surface of the inflow cannula. Coumadin was held and a heparin drip was started. The vad was exchanged (B)(6) 2015 without complication and the patient was weaned off low dose milrinone drip on (B)(6) 2015. The patient was restarted on coumadin and achieved therapeutic dosing on (B)(6) 2015 and was discharged on (B)(6) 2015 in hemodynamically stable state after extended teaching about how to manage future alarms.

Manufacturer narrative:
(B)(4). The pump, driveline cable, two controllers and a cac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the (B)(4) revealed that the devices met specifications; the units passed visual examination and functional testing. Log file analysis revealed that the controller was being powered by a controller ac adapter on power port 1 and (B)(4) on power port 2 with 92% relative state of charge (rsoc) prior to the loss of power. Three motor start events were logged, each followed by a vad stopped event. This indicated the pump was not able to successfully restart back to normal operations after the first pump stoppage. Heartware has opened an internal investigation to evaluate these types of issues. It's unknown why the patient lost power during the alleged power outage. No anomalies were noted during log file analysis for the cac adapter or (B)(4). Based on the available information, the root cause cannot be conclusively determined; the devices passed bench testing. This is report one of three reports (3007042319-2016-00897, 3007042319-2016-00907 and 00908) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.